Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump suspended itself when giving insulin. It was noted that the insulin pump had cracks on the screen and the reservoir compartment. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked reservoir tube, missing reservoir o-ring, cracked battery tube threads, and missing end cap sticker.